Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 400 mg/dl. The customer was instructed to reset the pump to resolve the issue. Tandem technical support confirmed with the customer that the malfunction was cleared and insulin delivery was resumed successfully.